Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for high, out of range lead impedance. Increased capture threshold was also noted. There were no adverse health consequences to the patient. Patient will be scheduled for an extraction and lead revision in the following days.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced the week of (B)(6) 2020. The patient tolerated the procedure well.